Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The ICD and rv lead remain in service.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services was consulted and provided troubleshooting recommendations. No adverse patient effects were reported. The ICD and rv lead remain in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.